Event description:
The customer contact reported the patient received more medication than intended. Line a of the device was programmed to deliver an unspecified concentration of fentanyl, at a rate of 2ml/hr, with a vtbi (volume to be infused) of 100ml. Line b was programmed to deliver an unspecified concentration of amikacin, at a rate of 100ml/hr, with a vtbi of 100ml, and the deliveries were started. It was reported that less than 24 hours later, the nurse noted the fentanyl container had less medication than expected in the bag. The volume of fentanyl remaining in the container was not specified; however, the customer indicated that "it would not last for the time set (48 hours)." There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received on 04/15/2010. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).